Event description:
Event description cpi received information that an invasive procedure was performed to remove this endotak transvenous defibrillation lead because of a 'fractured lead'. The lead was replaced with a new endotak lead.